Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was over 170 mg/dl at the time of incident and current glucose was 163 mg/dl . The insulin pump wil be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.